Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A certain® low profile one-piece abutment 3.4mm(d) x 2mm(h) (item # ilpc342u), was returned for investigation. Visual inspection of the as returned product identified that the one-piece abutments had fractured across the screw threads and the angled abutment screw had also fractured across the threads. DHR review was completed for the subject lot numbers (2014022126). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers (2014022126) for similar event and no other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event (screw fracture) or devices (ilpc342u). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report. D4: expiration date and UDI. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change 'no' to 'yes'. H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Date of event unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that the abutment screw fractured inside the implant. It was able to be removed without impact to the implant.